Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
Sit was reported to nevro that the patient's incision site did not heal properly. It was noted that the patient was a smoker, which may have contributed to the improper wound healing. The device was removed and there have been no reports of further complications regarding this event.